Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
No new information.

Event description:
It was reported that during a surgical procedure, the bur broke in the patient.the procedure was completed successfully without a clinically significant delay; it was reported that a fragment has been retained in the patients skull.

Manufacturer narrative:
D4: UDI is unknown as the lot number was not reported.